Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient is having the implantable neurostimulator (ins) and possibly the pocket adapter and extensions removed today as the patient felt the device was causing depression. It is unknown when the depression began occurring. The stimulation was turned off a year ago and the depression has since resolved. It was confirmed that there was no falls/trauma or recent medical procedures related to the issue. It is unknown if the extensions or leads will be removed in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.